Event description:
It was reported that the autopulse, using li-ion batteries, stopped working after 4-5 compressions on the pt. The battery was replaced, but the platform stopped after 4-5 compressions again. Platform did not indicate a user advisory. Serial numbers of 2 lithium batteries are (B)(4). No other info was provided. Autopulse sn (B)(4); battery sn (B)(4), MFR report # 3003793491-2013-00373, battery sn (B)(4), MFR report# 3003793491-2013-00374. Customer did not reply to requests for add'l info.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.